Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that patient did not charge their implantable pulse generator (ipg) as recommended, resulting in the device becoming inoperable. Patient underwent surgery on (B)(6) 2020 wherein their ipg was replaced. Patient is stable.